Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that help is needed to upload to carelink. The customer's blood glucose reading was 40 mg/dl at the time of incident. Troubleshooting assisted the customer to upload the pump information.